Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: contamination of the button contacts, dim/faded/discolored display screen, cracked battery compartment.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history did not reveal any activity outside normal use. On examination, the keypad cover was noted to be peeling from the pump below the ok button, extending to the down arrow button with the button contacts exposed. On testing, all the keypad buttons were responsive and fully functional. The keypad cover was removed for investigation and revealed contamination under all the button contacts. The display screen was found to be dim, faded and discolored. Adjustment of the contrast setting did not resolve the display screen issue. The battery compartment was noted to be cracked from the finger pad extending down to the primary seal. No power issues were detected during the investigation.